Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024, it was reported by a sales representative via email that two ar-2324bcsp swivelock eyelets broke during insertion. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/19/2024: the procedure took place on (B)(6) 2024. Both anchors and all fragments were removed from the patient. The case was completed using a new ar-2324bcsp swivelock. The case was slightly delayed, only by a few minutes without additional anesthesia.